Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician thought that the terminal pin of the right ventricular (rv) lead was not inserted fully on this cardiac resynchronization therapy defibrillator (crt-d) device. Additional information obtained from the field which indicated that the physician was comfortable with the way the lead sat in the header. The device remains in service. No adverse patient effects reported.